Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes on (B)(6) 2017 indicate the patient received a right attune total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and unknown cement was utilized. The surgery was completed without indication of complication by the surgeon. Multiple follow-up office visits indicate the patient is experiencing the following symptoms relating to the right knee: pain, stiffness, decreased range of motion, swelling, numbness and ambulation difficulties. Physical therapy and oral pain medication as treatment. No indication of invasive treatment or revision surgery. Sticker sheet product information not provided within these medical records. Doi: (B)(6) 2017. Dor: none. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.